Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and at least one result of the three tests was "high" instead of the reported issue of "low" delivery outside of the published +/-6% specification. It was recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.85% during testing. There was no patient involvement.